Event description:
One patient with discrepant troponin t results. Initial result gave 0.136 ng/ml; repeated two times giving <0.010 ng/ml each time. Three additional samples were obtained from the patient same day, which gave troponin t results of <0.010 ng/ml each time. Erroneous results were reported. Patient not adversely affected. The field service representative was unable to determine the cause for the discrepancy. Performance tests were performed which were within specifications.